Manufacturer narrative:
MDR 2517506-2019-00465 was filed on 12-dec-2019. Additional information (26-dec-2019): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely elevated cardiac troponin I (tni) result. Hsc evaluated the information provided and the instrument data files. No issues with the instrument or reagent were identified. No additional discrepant results have been obtained by the customer for tni. The cause of the discordant tni result is unknown. The instrument is operational. No product non-conformance identified. The device is performing within specifications no further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported an elevated cardiac troponin I (tni) patient result was obtained on a dimension exl with lm instrument. Siemens is investigating the event.

Event description:
A discordant falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s) and questioned. A new sample was processed the same day on the same instrument and a lower correct result was obtained. The same patient sample identification (B)(6) was reprocessed the same day on the same instrument and a lower result was obtained. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated tni result.